Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician verified the internal battery would not charge. Internal battery was replaced. No information provided from customer when asked if available for evaluation.

Event description:
The customer reported the model ltv (lap top ventilator) 950 ventilator had a battery that will not charge. The customer reported no patient involvement.